Event description:
Case truncated due to space limitations: previous case on file. Initial information (info) for this spontaneous report was received (rec'd) from a consumer in 2008 with additional (add) info obtained from consumer via phone call from uspv to consumer on 28 jan, 2008, which upgraded case to serious & add'l info rec'd from the physician on 29 jan, 2008: a female consumer reported that she rec'd two sets of injections of poly-l-lactic acid (sculptra) starting in 2007 for cosmetic reasons. Concomitant medications (meds) included rosuvastatin (crestor) for cholesterol, bioidentical hormones compounded specifically for her, which she has used for years, ibuprofen & zolpidem [ambien]. Previous cosmetic treatment: botulinum toxin type a [botox] & other unspecified fillers in the past without any problems. Medical history: unspecified plastic surgery, not on her face, a month before; consumer is a smoker & has no history of cysts, allergies to bupropion [wellbutrin], varenicline [chantix], vit e- (results in swollen hands, hives for 2 months,) "strong penicillins" give hives & sometimes shellfish. The consumer's first injections of poly-l-lactic acid the following month in 2007, were given to the right ( r ) & left ( l ) sides of her nose, before her cheekbones, to fill in the hollow areas she experienced after loosing weight. At same visit, she also had a small amt of poly-l-lactic acid injected on r & l sides under her lip. She had no info regarding dosage or details regarding reconstitution. She used ice & massage after the injections, as directed. Six weeks later, she rec'd a 2nd set of injections to r & l sides of nose, before cheekbones only. Sites under her lip were not injected again. She again applied ice & massaged the areas as directed after the 2nd set of injections. Consumer reports that the sites to the sides of her nose look great. The consumer reporter on first call that she developed cysts under her skin after the injections of poly-l-lactic acid. She developed a cyst under skin where she was injected under the r side of lip. She described it as a hard nodule, like a peanut, & was moveable. The doctor told her it was "cyst like." In early 2008, the cyst was removed. The biopsy showed "chronic sialadenitis: minor salivatary with patchy lymphohistiocytic inflammatory. "Two days after the cyst was removed, the same thing returned. On two weeks later, the cyst was removed again, including whole salivary gland. The site was swollen & sore after the removal. No biopsy results were avail for the same day removal. The soreness at the site resolved, but was still a little swollen. On four days later, the cyst returned again. On unspecified date, the consumer developed what she thought was a pimple on l side under her lip where she was injected. She "played around with it" to get out any liquid, & "pimple" is better, but not resolved. Add'l info was provided by the physician on 29 jan, 2008: uspv contacted consumer's physician: he stated that another dermatologist & representatives for poly-l-lactic acid were present for the first set of injections, 2007. The physician reported that poly-lactic acid was reconstituted as per standard, but had no details available on the reconstitution. Poly-l-lactic acid was injected submalar & to naso-labial mandibular folds on r & l. One vial was injected on each side of nose, with no specifics on the amount injected into the labial mandibular folds. The pt developed a nodule (date unspecified,) on the r labial mandibular fold. The nodule was removed once & the biopsy (bx) showed chronic sialadenitis, which the physician defined as a benign salivary gland tumor with inflammation of the salivary gland. The nodule returned after being removed. The nodule was removed a second time and the nodule was removed with one salivary gland. The pt called physician in original month, 2008, & said that the nodule on the r was returning, but he had not seen the pt at the time of this report. The pt does have a similar nodule of the l labial mandibular fold that he has not treated, removed or biopsied. He believes that the "left side is probably the same thing that is on the right: a benign salivary gland tumor." There was no mention of a 2nd set of poly-l-lactic acid injections. No add'l info was provided. Add info rec'd 01 feb, 2008 from reporting physician: bx report rec'd: date of bx 10 jan, 2008, date of report 15 jan, 2008: "clinical info: r/o ca. " diagnosis: r cheek: chronic sialadenitis. Microscopic description: minor salivary glands with patchy lymphohistiocytic infiltrate and duct ectasia." Gross description: site is r cheek: received in formalin tan/white ellipse of skin and subcutaneous tissue measuring 1.1 x 0.4x0.4cm. Located focally approaching one of the edge margin is a white discoloration measuring 0.3x0.2cm. Margins are inked black," specimen is serially sectioned & entirely submitted in 2 cassettes labeled as tips & body. Also rec'd are "multiple fragments of yellow fat tissue measuring 1.0x0.9x0.3cm in aggregate and submitted in one cassette." The measurement of the specimens may vary from those in vivo because of the possibility of shrinkage during historical processing. No further info medical was reported in the bx report. Add info for sculptra lot/exp unk from ptc case, dated 31jan08, batch record review without hint to root cause. Since no lot # available, an investigation was performed on the documentation of all potentially involved manufactured batches. The review of the device history reports & of the analytical results of these batches did not show any anomaly that could be related to the event which occurred. The investigation results show this kind of event is not batch related. No faults, defects, damages detectable conclusion: no faults detectable.

Manufacturer narrative:
Case was truncated: initial report received 27jan08: a female consumer received 2 sets of sculptra injections. Con meds included rosuvastatin, bioidentical hormones compounded (nos) specifically for her, ibuprofen & zolpidem. Previous cosmetic treatment: botulinum toxin type a & other unspecified fillers in the past (nos) without any problems. Medical hx: unspecified plastic surgery, not on face, 2007. She is a smoker & has no hx of cysts, allergies to bupropion, varenicline, vit e (results in swollen hands, hives for 2 months,) strong penicillins (nos) give hives & sometimes shellfish. In the following month, 1st injections were given to the rt & lt sides of her nose and on rt & lt sides under her lip. In a month later, she received a 2nd set of injections to rt & lt sides of nose. She applied ice & massaged the areas as directed after all injections. She developed a cyst under skin where she was injected under the rt side of lip. She described it as a hard nodule, like a peanut, & was moveable. In 2008, the cyst was removed. The biopsy showed chronic sialadenitis: minor salivatary with patchy lymphohistiocytic inflammatory. On two weeks later, the cyst was removed again, including whole salivary gland. Info by the md on 29 jan08: sculptra was injected sumalar & to naso-labial folds & labial mandibular folds on rt & lt. The pt developed a nodule on the rt labial mandibular fold. The nodule was removed a 2nd time & the nodule was removed with one salivary gland. He believes that the lt side is probably the same thing that is on the rt: a benign salivary gland tumor. Add info 01feb08 fro md: dx rt cheek: chronic sialadenitis. Microscopic description: minor salivary glands with patchy lymphohistiocytic infiltrate and duct ectasia. Info from ptc case dated 31jan08, rec. 1feb08 (entered out of sequence): no lot #. The review of the device history reports & of the analytical results of these batches did not show any anomaly. Conclusion: no faults detectable.